Event description:
The hcp reported that the pump was removed due to infection. No symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates morphine. A follow-up report will be submitted if additional information becomes available.